Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
Per a literature review received, between (B)(6) 2022 at the university hospital of (B)(6) germany, it was reported that during an a-fib ablation procedure a transseptal puncture (tsp) was performed using a tsx transseptal needle delivery system. The literature states that a pericardial tamponade occurred, most likely caused by complex tsp leading to surgical treatment.